Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) reached an eri (elective replacement indicator) battery status 47.5 months after implant. The physician was dissatisfied with the longevity of the ICD.